Manufacturer narrative:
The device returned for investigation but the investigation is not complete. When the investigation is finished a follow up report will be submitted. A review of the DHR was performed and all devices passed final inspection.

Event description:
It was reported the device was getting hot, making the patients skin feel hot. Patient reported it felt hot when it was charging.